Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-29349. Related manufacturer reference number: 2017865-2021-29350. Related manufacturer reference number: 2017865-2021-29354. It was reported that the patient presented with an unspecified infection. The right atrial and right ventricular lead were explanted. The status of the implantable cardioverter defibrillator was unknown. An older right ventricular lead had previously been capped for an unknown reason and was subsequently explanted due to the infection. Further information was requested but not received.